Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake cable jumped the bearings, the stiffener plate and casters were damaged due to over adjustment of the brake mechanism. The technician replaced the listed parts to repair to bed.